Event description:
Device report from depuy synthes reports an event in colombia as follows: it was reported that on (B)(6) 2022 a nail implantation process was carried out according to the technique guide, however, at the end when proceeding to remove the arch from the nail, the connection bolt did not come out with the screwdriver. After several attempts, the part of the bolt fractured and its head rolled, so it was decided to remove the tfna screw first and then the nail. When removing the nail, it was observed that the nail was correctly adapted to the archwire, it had not entered crookedly. An attempt was made to remove the nail again and it was not possible. So it was decided to pass the case to other tfna team and implant another nail. The tfna screw broke. There was a surgical delay of ninety (90) minutes. Patient outcome is reported as okay. This report is for one (1)unknown screws: nail distal locking. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown screws: nail distal locking/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.